Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the implant arrived in a decontaminated condition. Post-operative medical intervention was necessary. Two connectors arrived in common with two set screws in a decontaminated condition. One of the connectors was cut off. A visual inspection of both connectors. One connector was cut off skewed and exhibits significant wear marks, most probably caused by an improper applied/improper fixed rod. The second connector exhibits very similar wear marks. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are currently no further complaints with this lot at hand. The root cause for the problems is most probably usage related.

Event description:
It was reported by the healthcare professional to the company sales representative "the rod connector has detached from both sides of the rod, as was visible on CT. This was reflected in the revision." Components in use listed as concomitant devices are: sy717ts / ennovate open lat.offset connector 35mm; sz262r / ennovate screw driver.